Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that they had difficulty recharging as they would hear something click and then they would get a message that it wouldn't find the ins. They stated they received the message that they had excellent recharge quality, however during the call it wasn't showing anything other than it was recharging and good quality. The controller was reset a couple of times. They charged the controller to 100% prior to charging their implant. The patient stated the recharger cable and plug looked fine and the ins site looked fine and had no changes. The controller found the ins, but the charge was interrupted and showed poor recharge quality. The recharger wouldn't charge the ins. It was further reported that their adaptive stimulation was no longer working. No troubleshooting had been done. The patient would have their device settings checked. No symptoms were reported. No further complications were reported or anticipated.